Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary. Post market vigilance (pmv) led an evaluation of two handles and one reload. Microscopic inspection of the first instrument noted evidence on the firing rod that the reload was not engaged properly when loaded. Each instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the reload was not engaged properly during loading. Additionally, the proximal end of the reload adapter was broken from the reload and several loose internal components were received separated from the reload. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (Patient was opened to correct the problem, there was also an extension of hospital stay due to the alleged device malfunction).

Event description:
According to the reporter, during a lap chole procedure, the device operator noticed that the cystic duct was dilated and too large to clip. The surgeon fired the load across the cystic duct and everything fired smoothly; he was able to retract the black knobs but the device locked on tissue. He then went through the steps to fire again, but the instrument would still not open and remained locked on tissue. At this point, he took the reload off the handle and opened a new handle to connect the existing locked reload. The operating time was not successful and they repeatedly tried to get the load open by prying the jaws open and pressing the sliver knife blade back, but nothing work. A part of the reload had plastic pieces which ended up breaking off into the patient but the device operator was able to retrieve the pieces. To correct the tissue lock issue, the surgeon converted to an open procedure and cut the reload out of the tissue.